Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the surgeon cannot squeezed the handle. The stapler does not come out when the surgeon fired. To resolve the issue, a new device was used. There was no patient injury.